Event description:
The user reported they were unable to dial any flow of co2 gas from the gas flowmeter. An alternate device was employed. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.